Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has no tone. Troubleshooting was not performed. The insulin pump is returning.

Manufacturer narrative:
Unit passed displacement test, rewind test, occlusion test, sleep current measurement, active current measurement and selftest. The audio feature functioned properly during testing. No audio anomalies noted. Unit failed prime/seating test due to corrosion on force sensor assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, faded serial number label moisture damage on motor assembly, moisture damage on all electronic assemblies, and corrosion in battery tube.